Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited noise. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
New information received on 02oct2019, indicates that the noise was over-sensed.